Event description:
It was reported by the patient that their personal diabetes manager (pdm) allegedly administered 9,.9 units of insulin, causing their blood glucose (bg) levels to go very low. The patient stated there was no timeline, but they were alerted to their bg levels being at 50 mg/dl. The case has been reviewed, based on the available information and investigation of the device logs, the op5 system was found to have operated as designed. The investigation shows that the user unlocked the controller and navigated through the system to command and confirm the bolus delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The case has been reviewed, based on the available information and investigation of the device logs, the op5 system was found to have operated as designed. The investigation shows that the user unlocked the controller and navigated through the system to command and confirm the bolus delivered.

Manufacturer narrative:
In the case description the user states the device administered an unprogrammed bolus of 9.9 units causing their levels to get really low. The device was not received for investigation. The log files of the reported device were uploaded to the cloud by the user. Inspection of the device audit files confirmed that the device delivered a 9.9 unit bolus. Inspection of the android log files showed that the user opened the bolus calculator menu to program a bolus. The log files then show that a bolus adjustment volume of 9.9 units was applied to the bolus calculator. The user was prompted and confirmed the bolus delivery. Based on the investigation, the system was found to function as intended with no evidence of unprogrammed boluses.